Event description:
Additional information received reported a missed refill caused the alarm.

Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. The patient had had increased spasms but was unable to give a bolus with their personal therapy manager (ptm) based on the empty pump alarm. The device system was used to deliver baclofen, gabapentin and morphine. It was further reported the following day that the device manufacturer representative saw the patient on the initial report date. It was reported they had morphine, baclofen and "gabafentin" in the pump. The patient had come in for a refill complaining that she couldn¿t give herself a bolus with her ptm. The device manufacturer representative then read the pump and the reservoir volume read 0.0 so the patient had been unable to give herself a bolus because, she was out of drug. The patient was complaining of being ¿a little stiffer and spastic than normal¿ however overall they showed no other symptoms. The patient was refilled and her ptm was now working fine. The logs showed that the pump alarmed at low reservoir and alarmed again at empty reservoir. The patient was reportedly now fine and getting ¿drug like normal¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 863740, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6); product type pump product ID 8731, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).